Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque wrench broke. No surgical delay. No pieces of instrumentation left in patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Reopen update (B)(4), 2018: received reported device for examination. Examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.